Event description:
The customer reported the generation of erratic patient results for sodium (na), chloride (cl) and bicarbonate (co2) with anion gap issues on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for eleven (11) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as defective electrodes. The fse performed enhanced cleaning and replaced the potassium and chloride electrodes to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).